Event description:
Device was inserted through the patient¿s abdomen. Probe could not be advanced further to puncture the liver. Probe removed from patient and inspected. Upon inspection, the coating was peeling off the probe and a metal wire that was on the probe was loose. Probe immediately removed from field and a new probe was opened and used.